Event description:
Shortly after a trial lead implant procedure, the patient reported pain in the back. The patient was prescribed morphine. During a follow-up appointment, the patient's system was explanted due to staph infection at the midline incision site. The patient was treated with antibiotics.

Manufacturer narrative:
The explanted products will not be returned for evaluation.